Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to d8, d9, h6 and h10: the device was not returned to olympus; however it was returned to a distributor for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the device was not returned for evaluation and no photos were provided, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returning for evaluation as it was repaired onsite at local service center (replacement of broken wheel). The investigation however, is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A third party distributor reported to olympus that the troly¿s wheels were broken. The event occurred during preparation for use. There was no patient harm associated with the event.